Event description:
Devices being utilized as implant of reservoir and tae due to metastic cancer of hcc. After embolism of six tornado embolization coils with a tracker 325 catheter, the dr encountered difficulty with the seventh coil. The coil stuck in the distal end of the catheter and despite saline push and the repeated pushes with coil pusher, would not advance. Finally, the catheter was pulled out while 2/3 of the coil remained inside and a separated 1/3 segment remained in the gastroduodenal artery. No attempt was made to retrieve the separated segment.